Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient presented to the hospital and began decompensating going into pulseless electrical activity. The patient was started on medication (levophed, epinephrine, etc.) After receiving an unknown number of cardiopulmonary resuscitation rounds. The patient was placed on venoarterial extracorporeal membrane oxygenation (va ECMO) during this time in the emergency room. Flowing on ECMO was difficult. The patient was found to have bilateral atrial thrombosis. At this time, interventional cardiology decided to urgently bring the patient to catheterization lab for advancement of venous catheter to the superior vena cava and impella cp to vent because the aortic valve was failing to open. An impella cp placement was successful. The patient was sent to the unit on ECMO and impella cp. Impella cp performance level was on p-2 with suction. The physician was made aware and per orders the performance level remained at p-2 despite suction. Audible alarm was disabled. The following day continuing on ECMO and impella cp, pink colored urine was noted with impella performance level now at p-1 still with suction alarms. An echocardiogram was completed to assess the position of the impella. It is unknown, however, if the impella pump was repositioned. The impella cp had been on p-1 due to continuous suction above the p-1 performance leve. Lactate dehydrogenase rose above 2000. The physicians elected to remove the impella cp device and place the patient on an intra-aortic balloon pump to assist while the patient remained on ECMO. The patient was noted to have survived the explant and reportedly was in stable condition following the event.

Manufacturer narrative:
The investigation of hemolysis and low pump flow has been completed. Post impella removal ldh continued to rise over 3,500, which indicates the hemolysis issue most likely not relation to the impella. Patient had other underlying conditions (autoimmune hepatitis. Patient was found to be influenza a positive and was discharged home on tamiflu). Impella had been on p1 due to continuous suction above that p- level. The cause of the hemolysis issue most likely was patient condition related since the ldh continued to rise after impella removal. The cause of the low pump flow issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. Data log not available for review.